Manufacturer narrative:
Concomitant medical products: product ID: 7120 competitor lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with palpitations. It was discovered that there the implantable cardioverter defibrillator (ICD) may have misclassified ventricular tachycardia (vt) for supra ventricular tachycardia (svt) therefore therapy may have been delayed. The device remains in use. No further patient complications have been reported as a result of this event.